Event description:
Discordant, falsely elevated hemoglobin a1c (hb1c) results were obtained on patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s), and at least one patient sample (B)(6) was questioned. The patient questioned (B)(6) was redrawn and tested on the same instrument, resulting lower. The original sample was then repeated on the same instrument, also resulting lower and matching the redraw result. The customer was not able to locate the repeat results of the rest of the samples. The customer provided the most recent hb1c results for the patient samples which were lower than the initial. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hb1c results.

Manufacturer narrative:
The cause of the discordant, falsely elevated hb1c results is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 1226181-2015-00261 was filed on may 18, 2015.additional information (04/23/15): upon follow up the customer stated that the issue was resolved. The customer replaced the reagent with a new flex. The cause of the discordant, falsely elevated hb1c results is unknown.the instrument is performing according to specifications.no further evaluation of the device is required.